Event description:
It was reported that the left ventricular (lv) lead dislodged during the slitting of the catheter. An additional catheter was used to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).